Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
On 21-sep-2022, the following spontaneous report from germany was received from angelini (B)(4) who received the report on 09-sep-2022. The verbatim of the report is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 09-sep-2022 from a consumer/other non health professional through diamed (de2161). Follow up information was received on 12-sep-2022 and initial and follow up information were managed together. This case report concerns a 56-years-old female patient, who applied thermacare flex xl x 4 patches (batch number ga0204l) for tension in her shoulder, from (B)(6) 2022 on her shoulder for approximately 5 hours during her working hours. Concomitant medications and medical history were not reported. On unspecified date, after thermacare flex xl x 4 patches initiation, the patient developed burning sensation, blisters with epidermal loss due to burn. The consumer experienced a burning feeling. She got blisters and the skin peeled off after removing the patch; she specified the blisters she experienced as burn blisters. Outcome: burning sensation: unknown, blisters with epidermal loss due to burn (second degree) of shoulder: not recovered/not resolved. The action taken with thermacare flex xl x 4 patches in response to the event was unknown.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. On 05-oct-2022 bridges consumer healthcare received additional information from angelini italy who received follow up information on 22-sep-2022. Follow-up received on 22-sep-2022 from qa albany (cn-088176): batch #: ga0204l brand code/sku#: 300020 product count: 4ct date of manufacture: 19-aug-2021 through 26-aug-2021 expiry date: 31-jul-2024 date of packaging: 20-mar-2022 through 26-mar-2022 quantity released: 14,997 cartons parent batch ga0204 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Batch ga0204 was manufactured as a bulk batch (h000024564, 806,400 quantity released), the batch was sent to a contract manufacturer for packaging into sub-lots; the sub-lot for the current complaint is batch ga0204l. This complaint involves wrap quality (versus a packaging defect). The information in this investigation was taken from the parent batch ga0204. This device history record (DHR), reserve sample, and trending were evaluated. No quality issues were identified. Per trn-000096410, consumer return samples and retain evaluations, effective 23-oct-2021, section 8.2: inspection of retain samples. The visual evaluation of retain samples included 48 pouches and the wraps inside the pouches. The evaluation shows no obvious defects to pouches or wraps. Form-000094632 retain sample inspection form was used to document the retain evaluation on 18-aug-2022 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation received at the albany site requiring an evaluation of this batch. Per trn-000096313, complaint trending guideline, effective 29-jul-2022, the complaint was evaluated to identify a potential trend for the batch and subclass. The calculated cpmp result of 1.24 was below the upper control limit (ucl) of 8.70. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attribute and variable quality checks associated with this batch indicate that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per pal-000095032, thermacare flex use large muscle (salt 2.0 ), effective date: 10-may-2021. There were no wrap attribute or variable defects recorded for the batch. The following complaint intake, triage, and investigation (citi) customizable search and trackwise digital (twd) complaints searches were performed: citi scope: date contacted: 09/09/2019 through 03/14/2021/ manufacturing site: pfizer albany /complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. Twd complaints scope: date contacted: 03/15/2021 through 09/09/2022 manufacturing site: angelini albany /complaint class: undesirable side effect / complaint sub class: /adverse event safety request for investigation. The citi customizable and twd search returned a total of 16 complaints for flexible use xl products during this period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on the customizable citi and twd search, a trend does not exist for the subclass adverse event safety request for investigation for lbh 8hr products. The chart does show seasonal fluctuations. Refer to the 36-month trending chart attachment flex use xl ae 09-09-2019 to 09-09-2022. No further action is required. Review of the packaging attributes (pouch, carton, and shipper container quality checks) associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. A total of 5760 pti (pouch leak) tests were performed with 10 failures. Pouch leak maximum acceptance limit for a sample size of 5730 pti tests is 105 failures per pouch leak test sampling plan extensionpln-000097247, effective date: 06-mar-2017. There were no pack attribute defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. Based on the information provided, the event burning sensation and blisters with epidermal loss due to burn (second degree) of shoulder as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare flexible use xl mention that burning sensation could be an adverse event of this medical device, whereas it does not mention blisters with epidermal loss due to burn (second degree) of shoulder. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided the causal relationship between thermacare flexible use xl and event is considered as possible.

Event description:
On 21-sep-2022, the following spontaneous report from germany was received from angelini s.p.a. Who received the repoprt on 09-sep-2022. The verbatim of the reprot is as follows: this serious spontaneous case, manufacturer control number 2022-028550 is an initial report from germany received on (B)(6) 2022 from a consumer/other non health professional through diamed (de2161). Follow up information was received on (B)(6) 2022 and initial and follow up information were managed together. This case report concerns a 56-years-old female patient, who applied thermacare flex xl x 4 patches (batch number ga0204l) for tension in her shoulder, from (B)(6) 2022 on her shoulder for approximately 5 hourse during her working hours. Concomitant medications and medical history were not reported. On unspecified date, after thermacare flex xl x 4 patches initiation, the patient developed burning sensation, blisters with epidermal loss due to burn. The consumer experienced a burning feeling. She got blisters and the skin peeled off after removing the patch; she specified the blisters she experienced as burn blisters. Outcome: burning sensation : unknown, blisters with epidermal loss due to burn (second degree) of shoulder : not recovered/not resolved. The action taken with thermacare flex xl x 4 patches in response to the event was unknown.